Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, to cut the portal vein, the staple reloads could not be fired. They used the other new one to complete the case. There was no patient injury.